Manufacturer narrative:
Additional information: section e: information submitted in earlier report has been updated.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at ipg site. Surgery occurred on (B)(6) 2021 during which the existing ipg was placed deeper in the ipg pocket to address the issue.